Event description:
Boston scientific received info that this right atrial lead exhibited high threshold measurements. As a result, high outputs were programmed which resulted in battery depletion. This lead was explanted. No adverse pt effects were noted.